Manufacturer narrative:
The reported event of loss of ble was confirmed. The information received was reviewed by engineering and it was determined that the device had entered ble lockout due to patient role session time threshold being reached. The threshold was reached due to the device not being interrogated in clinic and too much ble being used. This behavior is per design specification to protect battery consumption.

Event description:
It was reported that the patient's insertable cardiac monitor exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.